Event description:
This lead was explanted and replaced due to dislodgement. There were no adverse patient events reported. The hospital retained the device, should additional information be received, this file will be updated. On (B)(4) 2013 this device was returned.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 22 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.